Event description:
The customer reported that the system was having a failure. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the system was having a failure. No pt involvement was reported. The device was evaluated at philips. The symptom was clarified as the unit displayed an ECG equipment malfunction/device error, service required message. The processor pca was replaced to resolve the issue.